Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the patient's lead contacts were wiped and put back in to place. The patient reported effective stimulation coverage postoperative and the reported issue is now resolved.